Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Stomatitis is a known complication of a peg tube placement if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient reported having drainage coming from the stoma site. The patient did not have fever. The stoma site was red/pink and painful. Husband reported that the patient was seen in ER on (B)(6) 2016 and was admitted for observation. Due to a concern that the stoma infection would migrate to the shunt as the patient had a ventricular shunt, patient was taken for surgery on (B)(6) 2016 to clean out the wound. No infection was found, the peg-j tube was repositioned due to leakage internally. The patient was in recovery in ICU and was expected to be released from the hospital within a couple of days. Additional information received on 26 aug 2016 indicates the patient was treated with antibiotic doxycycline and ranitidine and the stoma site infection was resolved in (B)(6) 2016.